Manufacturer narrative:
Section b5 was corrected from 'it was reported that a serrato reduction polyaxial screw fractured post-operatively. Images confirm screw has been explanted, no further information has been provided.' To 'it was reported that a serrato reduction polyaxial screw fractured post- operatively. Revision surgery was performed where the screw was removed and the construct was extended.' Visual, dimensional, material and functional analysis could not be performed as the device was not returned. Photos were provided showing the screw fractured at the threaded section on the shaft. The fractured portion was reported to be left in the patient. Device and complaint history records were reviewed and no relevant manufacturing issues or similar complaints were identified. From the xia instructions for use: the surgeon must warn the patient that the devices cannot and do not replicate the flexibility, strength, reliability or durability of normal healthy bone, that the implants can break or become damaged as a result of strenuous activity or trauma, and that the devices may need to be replaced in the future. If the patient is involved in an occupation or activity which applies inordinate stress upon the implant (e.g., substantial walking, running, lifting, or muscle strain) the surgeon must advise the patient that resultant forces can cause failure of the devices. As the screw was not returned, a definite root cause cannot be determined. As the patient's activity level is unknown, excessive post op activity level or not following the surgeon's recommendations could have contributed to the event. Other possible root causes include excessive torque on the device, poor fixation construct, improper rod bending, and/or screw being too proud.

Event description:
It was reported that a serrato reduction polyaxial screw fractured post-operatively. Revision surgery was performed where the screw was removed and the construct was extended.

Manufacturer narrative:
Device not returned.

Event description:
It was reported that a serrato reduction polyaxial screw fractured post-operatively. Images confirm screw has been explanted, no further information has been provided.